Event description:
It was reported that the patient presented to the emergency department with swelling and shortness of breath. The right atrial (ra) lead showed intermittent undersensing causing possible delay in mode switch. The lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead, implanted 2012 (B)(6); (B)(4) tissue valve, implanted 2012 (B)(6). (B)(4).